Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to the event, the customer went to bed with normal blood glucose levels. Two hours later, the customer woke up with elevated blood glucose levels. The customer bolused and went to bed. The customer woke up every two hours after that, and once the blood glucose levels reached 28 mmol/l, the customer decided to go to the hospital. Troubleshooting was performed, the insulin pump was programmed correctly. During the prime test, the insulin pump alarmed low reservoir. Nothing further was reported.